Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a procedure, the nail was mounted in the insertion arch, the impactor for insertion handle is screwed, to pass the nail into the bone and when the dr is hammering on the impactor it falls to the floor. It was noted the tip of the impactor is split and the split tip was mounted in the insertion arc.